Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the preparation was performed as per the package insert, but there was resistance in the microcatheter. It did not expand even when it came out from the microcatheter, and it was removed. Deployment failure occurred in the distal stent region. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or fewer times. There were no additional steps taken or device used to deploy the stent. The stent was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The preparation of the device followed the instructions in the package insert. There was no injury to the patient, and it was successfully removed. The size was changed and it was attempted again; the placement was completed successfully. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured c2 right ic aneurysm with a max diameter of 10 mm and a 4 mm neck diameter. The diameter of the blood vessel in the landing zone was 3.8 mm on the distal side and 4.6 mm on the proximal side. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Pru level was 205. Ancillary devices include a shuttle 6f 90 cm sheath, phenom 27 microcatheter, and a surf guidewire.

Event description:
Additional information was received that resistance was encountered in the edge of the catheter. It was stated that there was not specially any damage observed to the pipeline pushwire or catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.